Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 325cc breast implant was found to be ruptured. The implant was received incomplete. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received 7449236 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with 325 cc smooth mentor memorygel breast implant experienced left-sided implant rupture postoperatively. The patient underwent mastopexy and replacement with 400 cc smooth mentor memorygel breast implants, catalog # 3504001bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021, and rupture was discovered upon explantation.